Event description:
A hospital in (B)(6), reported via a distributor that two rt265 infant dual heated evaqua2 breathing circuits did not pass the ventilator test. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint breathing circuits are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: three sealed, unused rt265 breathing circuits were returned to fisher & paykel healthcare (B)(4) for inspection. The circuits were visually inspected and one of the circuits was pressure tested to check for leaks. Result: no damage was found to any part of the returned rt265 breathing circuits. The pressure test revealed that the tested circuit was within specification. Conclusion: we were unable to determine what had caused the leak as reported by the customer as no fault was found with the sample devices provided. However, if the breathing circuit connections are not tight, a leak may develop. All rt265 breathing circuits are pressure tested before leaving the production line and those that fail are discarded. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient; set appropriate ventilator alarms.

Event description:
A hospital in (B)(6), reported via a distributor that two rt265 infant dual heated evaqua2 breathing circuits did not pass the ventilator test. No patient consequence was reported.